Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, the 30 degree endoscope was observed to have broken lens. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument associated with this complaint and completed investigations. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Additionally, the endoscope was visually inspected and found with damage to the butt pack assembly. Visual inspection confirmed hairline crack on the button pack assembly. Also, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. Moreover, the endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with shaft bearing contributing to friction. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components.

Event description:
Refer to h11 for follow-up information.